Event description:
A sales rep reported that the doctor touched what he thought was the recurrent laryngeal nerve (rln) and the nim unit did not give an alarm signal. The doctor proceeded to make some cuts and a short time later in the procedure, found that a lesser branch of the rln had been severed. As a result there was some vocal weakening in the patient. It cannot yet be determined if the weakening is temporary or permanent. The doctor continued to use the device with no further incident, did not feel that the product had a malfunction. Nor did he feel it was necessary to return the unit for further evaluation.

Manufacturer narrative:
As there has been damage to a body structure, (i.e.) A lesser branch of the recurrent laryngeal nerve (rln), we are reporting this event as a "serious injury"; however, the reporting physician indicated that he is unable to determine whether the damage is permanent or temporary. We also note that the "vocal weakening" resulting from the damaged nerve is neither life-threatening, nor does it represent a serious deterioration in the health of the patient. This report shall not be construed as an admission by medtronic xomed that the product(s) herein are or were defective or dangerous in any respect or that any casual relationship exists between these products and any actual or potential injury. In addition, the submission of a report by medtronic xomed shall not be construed as an admission that a reportable event has, in fact, occurred.